Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that a few days after implant in (B)(6) 2016, they had a sudden return of symptoms and stopped feeling stimulation. It was noted that they did not feel stimulation and therapy was not on. It was reviewed that the therapy has to be on for it be effective. The patient did not know that they had turned it off accidentally and also did not know that when it is not on it is not working. It was noted that troubleshooting resolved the issue. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.